Manufacturer narrative:
The subject device was received and evaluated. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No image was present when the endoscope was connected and switched on. Error code e315 unsupported scope was displayed on the screen. The plug body was dismantled, the moisture indicator has been triggered, turning pink after contact with fluid / moisture, evidencing fluid within the plug body, moisture droplets were evident. Technical evaluation has confirmed the customer specified fault of ¿image fault incompatible scope¿. Fluid ingress was evident inside the endoscope connector triggering the pink moisture indicator. The fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to use handling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the subject device was returned to olympus with the customer specified fault "image fault incompatible scope". The issue found during reprocessing. There was no patient harm, no user injury reported due to the event during initial inspection the device displayed error code e315 (unsupported scope). This report is being submitted for the error code e315 found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code e315 was caused by abnormal electrical parts because of leakage from the scope connector due to the users handling. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image¿. The event can be prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.